Event description:
During a ptca procedure, the balloon would not deflate. No pt injuries or complications occurred.

Manufacturer narrative:
Returned product analysis revealed a kink in the inflation lumen of the catheter shaft. The kink may have restricted the flow of fluid to and from the balloon. The cause of the shaft damage or when it occurred could not be determined.